Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® no additive (z) tubes that there are particles from orange stopper floating in specimen. The customer estimates 100 tubes affected. No patient impact was reported.

Event description:
It was reported that while using the bd vacutainer® no additive (z) tubes that there are particles from orange stopper floating in specimen. The customer estimates 100 tubes affected. No patient impact was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for coring was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 by functional testing. The issue of coring was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode coring. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.